Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a loss of ventricular capture at maximum pacing output and an impedance measurement greater than 2500 ohms. Additionally, guidant received information that the associated implantable cardioverter defibrillator exhibited a pulse generator fault message indicating a malfunction was detected by the device's self diagnostics.